Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that cause of the reported issue was due to the download cable that was plugged into the device. The customer replaced the download cable from their existing inventory. After observing proper device operation through functional and performance testing, the device was put back into service. The removed download cable was disposed of by the customer and not available for further examination.

Event description:
The customer contacted physio-control to report that during patient use, their device powered itself off. They were able to restart the device. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.